Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that immediately post-implant procedure, the atrial lead exhibited loss of sensing. Chest x-ray revealed that the ra lead was dislodged. There was no allegation made against the atrial lead. Physician believed that the lead was dislodged due to the patient lifting his arm above his head immediately post operation. The lead was successfully repositioned on (B)(6) 2019. The patient was stable before and post repositioning procedure.